Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced blood glucose levels ranging from 165 to the 300's (mg/dl). The suspected cause was unknown. The customer delivered correction boluses. A system check was performed with tandem technical support and no issues were identified with the pump or supplies however the customer declined to remove the site. The customer reported taking an antifungal medication however was uncertain if this may have impacted bg levels. A recommendation was made to consult the healthcare provider to discuss factors that may affect bg levels.